Manufacturer narrative:
The suspect computer was received by the manufacturer for evaluation. Testing found that the system could not locate the configuration file on the computer. Additionally, the computer would not pass the media test and would not load the application software. Indicating a malfunctioning hard drive. This confirmed a computer failure due to the hard drive.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer of the viewing station of the imaging system on (B)(6) 2017. No additional information was provided. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, while attempting to reload the configuration file on the imaging system. The d drive was absent on the imaging system. No additional information was provided. There was no patient present when this issue was identified.